Event description:
It was reported that the patient underwent a sling procedure on (B) (6) 2006. Following the surgery, the mesh eroded into the tissues and vaginal mucosa. The patient had the mesh surgically removed. No additional information was provided at this time.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.